Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8709sc serial# (B)(4) implanted: (B)(6)2011 product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the pump was being replaced due to normal longevity and intra-operatively it was noted that they could not aspirate from the catheter access port. This occurred on (B)(6)2017. The entire catheter was replaced. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the hcp ordered a study for mid (B)(6) 2017 and indium was to instilled in the middle port, followed by a scan immediately and then a scan 2-3 days later. The cause of the inability to aspirate the catheter access port was still unknown at this time and had not been resolved.

Manufacturer narrative:
The relevant components include: product ID 8709sc serial# (B)(4) implanted: (B)(6) 2011 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving 2,000 mcg/ml lioresal baclofen at a dose of 503 mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient's pump was nearing elective replacement indicator (eri) and the hcp was making plans to replace the pump. Hcp stated it was normal practice for this clinic to do a catheter access port (cap) aspiration prior to replacement. On (B)(6) 2017 the hcp attempted to aspirate the cap but were unable to aspirate any fluid. The patient was not having any therapy issues and no symptoms were reported. The hcp was to do an indium dye study to rule-out a catheter issue and was wondering when the indium would leave the catheter. It was confirmed that it would take 36 hours for the indium to leave the catheter at the patient's flow rate of 0.2515 ml/day.